Event description:
Related manufacturer report number 2017865-2022-47693. It was reported that during a follow up in clinic, noise due to electromagnetic interference (emi) resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead and noise due to emi the right ventricular (rv) lead. The physician suspected ra lead damage, however, diagnostic imaging was performed and no anomalies were observed on the ra lead or the rv lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.